Manufacturer narrative:
H.6. Investigation: two photos and two sealed packaged syringes from batch 1022131 (p/n 309579) were received and visually evaluated. One syringe was observed to have no print whatsoever. Another syringe had both a severe skewed scale and parts of the print missing and/or illegible. Potential root cause for the missing and skewed print defects are associated with the marking process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that there were scale marking issues with 2 bd luer-lok¿ 3ml w/ndl. The following information was provided by the initial reporter: 3ml bd luer lock syringes that had issues with markings. One has no markings and the other has markings that are not legible.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were scale marking issues with 2 bd luer-lok¿ 3ml w/ndl. The following information was provided by the initial reporter: 3ml bd luer lock syringes that had issues with markings. One has no markings and the other has markings that are not legible.